Event description:
According to the reporter, prior to use, the unit had an issue with rem pad. There was no patient involvement. Medtronic's initial evaluation of the incident device found the patient return electrode (rem) indicator showed green without connecting a rem pad due to a defective power supply radio-frequency (psrf) board.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. One sample was available for evaluation. Visual inspection noted the unit had a circuit board malfunction. It was reported that the device had an unknown patient return electrode (rem) issue. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.